Event description:
It was reported that the customer experienced low blood glucose levels requiring an emergency room visit, and the insulin pump alarmed sensor error alarm. The blood glucose reading was 39 or 40 mg/dl. The customer stated that his sensor only lasted one day and that the insulin pump did not shut off and go into threshold suspend as it was expected to. He declined troubleshooting assistance for the sensor error alarm. He was treated in the emergency room with food and had his blood glucose levels monitored. The blood glucose reading rose from 60 mg/dl to 100 mg/dl two hours later. He was instructed to discontinue insulin pump therapy upon arrival at the emergency room and was off the insulin pump for 4 or 5 hours. Nothing further reported and no further assistance was necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-08148.